Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the buttons were responding intermittently and they were getting progressively worst since two weeks ago. The reporter stated that there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. The ¿down¿ arrow button responded intermittently while the remaining buttons responded properly, and none of the buttons were sticking. Removal of the keypad cover found contamination under the ¿down¿ and contrast button contacts. Unrelated to the button issue, the pump powered up to a dim and discolored verify screen. In addition, a crack was observed along the thread of the battery compartment.